Manufacturer narrative:
This report originally filed under mfg report num (B)(4). All future reports will be submitted under mfg report num reflected in this report. This file will be reopened and addressed when the information has been received. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study reported that a patient experienced intra-ocular pressure (iop) increase following a surgery by using an ophthalmic sulfur hexafluoride (sf6) gas. The patient was treated with nsaid drops and alpha adrenergic agonists drops. The iop returned to normal and all patient symptoms have resolved.

Manufacturer narrative:
The previous supplementary report was filed under incorrect mfg report number 1610287-2022-00050. All future reports will be submitted under mfg report number reflected in section g8 of this report. The manufacturer internal reference number is: (B)(4).